Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the ultrasound gastrovideoscope exhibited damage to the ultrasonic probe. The issue was identified during routine inspection and not during clinical use. There was no patient involvement, and no harm reported.